Event description:
It was reported that the patient experienced discomfort due to the implanting physician did not place the spinal cord stimulator (scs) properly. The patient underwent a scs explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 5109963 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7082445 model/catalog description: linear st lead kit 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 27370032 model/catalog description: clik anchor unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: 2024.